Manufacturer narrative:
(B)(4);this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged on the following day after implant procedure. The physician performed lead revision and this lv lead was then explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.